Event description:
It was reported that during the implant attempt, the lead was removed due to patient anatomy. The lead was not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found during analysis. Blood/body fluid was noted on the distal conductor (not obstructed).